Event description:
A customer reported receiving erratic readings on his freestyle lite meter, as well as high readings when compared to another meter. The customer reported readings of 200 mg/dl and 131 mg/dl on his freestyle meter taken at 1:00pm on (B)(6), 2011. The customer also reported a comparison between his freestyle meter reading of 131 mg/dl and a reading taken from his doctor's meter of 70 mg/dl at 1:30pm on the same date. While he was at his doctor's office the customer experienced symptoms described as blurred vision, "shaky" and "passed out". He denied a loss of consciousness. The customer stated he was diagnosed with hypoglycemia and treated at his doctor's office with "a shot" of unknown medication. The customer also reported self-treatment with fruit juice. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in the meter memory within 10 minutes.

Manufacturer narrative:
This is an initial report. The products have been requested back for investigation. A follow-up report will be submitted once additional information is available.